Event description:
The facility alleged that the intellidrive is running in the wrong direction. It will only move forward even when attempting to move the bed forward.

Manufacturer narrative:
The facility has not completed repairs.